Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient¿s cgm was reading 50 mg/dl. No bg comparison provided at this time. The patient self-treated the low cgm reading with orange juice and "diabetic pills". The patient was also wearing an insulin pump (brand information not available). After treatment, the patient started experiencing nausea and vomiting. At this point, the patient did a bg via fingerstick, which was 200 mg/dl, while the cgm was still displaying a reading 50 mg/dl. Due to the patient¿s symptoms, the patient¿s mother took her to the emergency room (ER). The patient was treated with compazine, IV fluids for dehydration, and unspecified antibiotics. The patient was discharged later that same day. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.